Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported of having problems with meter readings. Customer reported that meter gave a blood glucose reading of 587 mg/dl. Customer did not feel as if she had high blood glucose but changed infusion set and blood glucose was 117 mg/dl. Customer reported that healthcare professional changed sensitivity settings on insulin pump. Customer declined troubleshooting for high blood glucose.